Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The fse was on site to troubleshoot the unit alarming error codes and found an inop message. : no patient involvement.